Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt had intermittent side effects of underinfusion 16-24 hrs after pt appointments. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver dilaudid and bupivacaine.